Manufacturer narrative:
E1: reporter establishment name: (B)(6).

Event description:
It was reported during post op programming, impedance check revealed high impedance on the lead. However, effective therapy was established using the contacts with normal impedances to proceed with the treatment. Reportedly, the lead was explanted following the completion of the treatment. Date of explant is unknown.